Event description:
During a laparoscopic cholecystectomy with cholangiograms, doctor put the 10mm clip applier into the patient to clip the duct and the product did not work. He took the device out of the abdomen and tried a few more times to get it to fire. The applier was defective. He asked for a new clip applier and one was delivered to the field. It worked without difficulty and the surgery continued.